Event description:
A patient reported that she was experiencing pain at the two levels of mobi-c implants. No further information was provided.

Manufacturer narrative:
Correction to: a1, b1, b5, b6, b7, d1, d2 (common device name), e3, g3, g5 (PMA/501k), h3 additional information: a5, b2, d4 (UDI number), e1, h6 (device codes, method, results and conclusion codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Until now, insufficient information were provided to the manufacturer. Product location unknown. As no information were provided about reference and lot number, it was not possible to review the device history record and traceability. More information were requested. Investigation still on going. Conclusion not yet available.

Event description:
Mobi-c p&f us: patient pain. From information provided, a patient reported she had two upper front and back fusion. She has neck pain. No further information provided for the moment. More information are requested.